Event description:
It was reported to boston scientific corporation that a flexima biliary stent was placed in 2008. According to the complainant, the physician was "unable to pull the inner catheter [to release the stent]." In addition, the stent "suture was wrapped around the stent." The delivery system was removed, and the procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unk. Although, the complainant has indicated that the suspect device is being returned for evaluation, it has not been performed; the cause of the reported malfunction is undetermined.